Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The battery longevity had decreased by 5 years within approximately 11 months. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data determined that the device is depleting normally. The increase in power consumption is due to high rate atrial sensing. The average sensed atrial rate is 369 bpm. This increase in power consumption can impact battery longevity. A technical services consultant recommended disabling atrial sensing to reduce the power consumption. This device remains implanted and in service. No adverse patient effects were reported.